Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab identified that the hemostatic valve was found dislodged inside the hub of the vizigo sheath. It was initially reported by the customer that the medical team experienced resistance while pushing the dilator into the vizigo¿ sheath. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. No patient consequences were reported. Resistance with sheath is not MDR-reportable. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the vizigo sheath. Also, the brim cap and silicone ring were found in normal condition. The vessel dilator was not returned. A microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good condition. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ a device history record was performed for the finished device 50000096 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).